Event description:
It was reported the patient called patient services on (B)(6) 2015 to get help to increase stimulation (from 3 to 4v) because the amplitude would stay the same. On the morning of the call the patient woke up and synced with the patient programmer. They had increased the stimulation the day prior to 4v and when they woke up it showed 1.9v. The day prior when they had increased their stimulation they were sitting in a recliner and that is when they checked it in the morning to see that it had decreased. It was determined during troubleshooting that the patient had not stayed in the same position for 3 minutes when adjusting their adaptive stimulation. Also during the call the patient confirmed the adaptive stimulation was on and it showed a lying r, 2v. The patient laid down and it showing lying r 2v. They increased the voltage to 3v and that is the max they can tolerate before it starts hurting their legs. They set the stimulation at a tolerable rate at 2.8v. When lying down the patient programmer showed ¿call your doctor¿ with a 006 error code but they were able to clear it. After clearing, they synced again and it showed they were lying and a 2.8v. The patient checked the patient programmer in all positions from lying, to sitting, standing and each time it showed the transition screen but after the transition screen went it away it still showed they were in the lying position. They synced again while standing and it still showed lying. On (B)(6) 2015 after meeting with their manufacturer representative for reprogramming, the patient called back and noted that while they were in bed the stimulation changed again and it was uncomfortable and the patient could not move so they turned the stimulation off. Even when the stimulation was set at 0.0v they noted it was ¿uncomfortably high¿ but if it was off it was not uncomfortable. The patient had not been since by their manufacturer representative since (B)(6) 2015. After meeting with their health care provider (hcp) it was determined the patient was unintentionally turning the stimulation up to an extremely discomforting level and it was not device related. Patient education was performed and they recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).